Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient was discharged the following day. A surgeon that did not perform the procedure informed the intuitive clinical sales representative that at an unknown time later, the patient experienced unspecified postoperative complications, was ¿bleeding out¿, and ultimately expired. No additional information was provided. The operating surgeon was contacted and declined to provide any additional details regarding the patient events; however, did state that they do not believe any da vinci products caused or contributed to the event.

Manufacturer narrative:
The surgeon declined to provide information including procedure details such as event date or date of death; therefore, no da vinci system or instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a cholecystectomy. Neither the intraoperative procedure details nor the details regarding the post-operative course are provided. The cause of death is not reported. No allegations have been made against any intuitive surgical inc (isi) products. Based on the information provided in the summary of events, insufficient information is available to determine if any isi products or instruments contributed to this event .